Manufacturer narrative:
Reference number:(B)(4).

Event description:
It was reported that, during treatment, while using an opsite flexifix gentle 5cmx5m it was noticed that the glue remains on the disposable and not on the adhesive (dressing), preventing adherence to the patient. It remains unknown how this treatment was completed. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may be due to a component failure. The wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.